Event description:
Hcp reported the pt presented in 2003 with a recent increase in the pt's usual symptoms, new or different sensory complaints or paresthesias at the level t9-10, and bowel or bladder incontinence. An MRI was performed which identified an "intradural mass/cyst." The device system was explanted and the mass was removed or surgically explored in 2003. Cultures were taken with unreported results. Pathology findings report "dense fibroplasia, necrosis and partially walled off abscess, bacteria."